Event description:
A customer contacted baxter?s technical service center and reported receiving system error 2240 on the homechoice (hc) machine during dwell 3. The technical service representative (tsr) had the home patient (hp) close all clamps and transfer set. While in dwell 3, the hp left 2 spare clamps open causing the alarm . The tsr advised the hp to discard all supplies and to report the alarms to the nurse. The hp will finish tonight's therapy manually. No patient injury or medical intervention was reported.

Manufacturer narrative:
The connection head of the mas as well as the setscrews are showing marks typical of tightening with a spinal rod. The tip of the bone thread of 5x mas has been cut. The shape of the cut suggests a rod cutter has been used and the cut was performed before implantation. 1x mas is embedded into solid mass (bone substitute). No damage found on the tsrh-3d connector and bone screws. No damage found on the rods and the rod connector dominos. One of the dominoes is made of (B)(4). No defect was found on the returned implants. The implants used are designed for thoraco-lumbar indications while the event is describing a cervical construct. With the available information, the cause for the event has not been determined.

Manufacturer narrative:
The product has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that three cervical screws became loose an unk time post-op. The patient required surgery and hospitalization.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.